Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 11/17/2008, 11/18/2008, and 12/01/2008 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
A surgeon reported having two patients with unexpected postoperative refractions following intraocular lens (iol) implant surgeries. Additional information has been requested. There are two medical device reports associated with these events. This report is for the second patient.